Event description:
It was reported at the time of a replacement procedure that the patient's right ventricular (rv) lead was capped and replaced for a possible lead fracture as evidenced by high impedance in the bipolar configuration. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.